Event description:
It was reported that during an unrelated procedure, patient's blood pressure dropped. The physician suspected a cardiac perforation. An echo showed 1.00 cm separation between lv/rv and the pericardium. Cardiocentesis was performed. Patient was in ICU in a stale condition.